Event description:
It was reported that 10 of the bd enteral syringe with bd univia¿ connector experienced foreign matter, contaminated. The following information was provided by the initial reporter: moisture found inside multiple med -rx sterile 3x30ml oral/enteral syringes with tip cap. Found during visual inspection of syringes prior to opening packaging and preparing feeds.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-jun-2023. H6: investigation summary it was reported there is moisture in the 30cc enteral feeding syringes. To aid in the investigation, three samples in opened packaging blisters labeled chs and four photos were received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. There were no visible droplets of any kind. The four photos provided show a syringe with droplets of what appears to be lubricant at the bottom of the syringe barrel. The lubricant is medical grade silicone and is applied to the rubber stopper and inner wall of the syringe barrel. The droplets are considered an acceptable imperfection. A device history record review was completed for provided material number 305862, lot 2126417. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. For the unknown lots, a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. However, based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but is considered acceptable imperfection.

Event description:
It was reported that 10 of the bd enteral syringe with bd univia¿ connector experienced foreign matter, contaminated. The following information was provided by the initial reporter: moisture found inside multiple med -rx sterile 3x30ml oral/enteral syringes with tip cap. Found during visual inspection of syringes prior to opening packaging and preparing feeds.

Manufacturer narrative:
Medical device lot #: lot was reported; however, this is not a lot # 26415, 2281850 manufactured for the reported catalog #. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.